Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after withdrawing a 5f exoseal vascular closure device (vcd) until the indicator window turned black and activating it, there was still continuous oozing of blood from the puncture site observed 10 minutes after the device was removed. Hemostasis was achieved after 20 minutes of manual compression. There were no reported injuries to the patient. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The device functioned properly but failed to achieve hemostasis. No resistance or friction was experienced while advancing the exoseal vascular closure device (vcd) through the non-cordis sheath, and there was no difficulty connecting the sheath to the vcd. The sheath was retracted until the hub engaged with the indicator wire cowling, the cowling locked against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The plug deployment button was able to be fully depressed and there was no difficulty deploying the plug. No pulsatile bleeding at the puncture site was immediately observed upon removal of the exoseal vcd and sheath. The plug was deployed to the proper location, and fingertip compression was maintained on the skin during device removal. A non-cordis sheath was used. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque, mild access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no prior closure of the target femoral site within 30 days before the procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to vcd use. The exoseal vcd was used in an interventional procedure with an antegrade approach, and the physician was certified in its use. There were no multiple stick attempts before access was achieved. The device will be returned for evaluation.